Manufacturer narrative:
Initial reporter address: (B)(6). The device was not received for evaluation, however, based on the reported information that an external fluid leak from the drain bag occurred after treatment started. Based on the above the main cause identified for the reported event is an unintended use of the effluent bag. The prismaflex control unit operator's manual indicates to ¿change fluid bags when the appropriate caution alarm occurs (pbp bag empty, replacement bag empty, dialysate bag empty or effluent bag full)¿. Furthermore, the prismaflex control unit warns the operator when the effluent bag is full and it is specified in the on-screen instruction delivered by the prismaflex control unit that the drain bag should be disconnected and changed for a new bag. Only one bag is provided within the sets since this bag is the one needed to prime the set and to start therapy. Since therapy duration and prescribed doses vary for each patient and therapy, spare bags should be used. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that one (1) hour after treatment with an oxiris set, an external fluid leak in the waste fluid bag was observed. This resulted in fluctuations in the patient's vital signs and condition, increased positive balance and cardiorespiratory burden. There was no report of patient injury or medical intervention associated with this event. No additional information is available.